Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite¿ extension set, bifuse 2 smartsite¿ needle-free connector the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there are issues flushing meds through the extension sets. They have issues flushing meds through them.

Manufacturer narrative:
H6: investigation summary: two samples were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that there are issues flushing meds through the extension sets could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20159e lot number 22029775 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd alaris smartsite¿ extension set, bifuse 2 smartsite¿ needle-free connector the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there are issues flushing meds through the extension sets. They have issues flushing meds through them.